Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was concerned about the inappropriately positioned cardiac resynchronization therapy defibrillator (crt-d). The patient felt rubbing against the collarbone upon movement. The device remains in use. A repositioning procedure was planned. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the device was repositioned, and it resolved the issue.